Event description:
It was reported to boston scientific corporation in early 2007 that a hydrothermablator (hta) procedure set with tenaculum stabilizer was used during a therapeutic hydrothermal ablation procedure three days prior. (Patient age and weight unknown). According to the complainant, the patient suffered a first-degree burn that occurred on her rectum. The tenaculum stabilizer was used during the procedure. The patient was treated with silvadene cream and a full recovery is expected. There is no further information regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.